Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer performed supply changes or cleared the occlusion alarm without changing any pump supplies to address the occlusions. Blood glucose level was not impacted. Tandem technical support educated the customer in possible causes of occlusions (kinked cannula, inflammatory response at the site area, or blockage in the tubing) and using pump supplies per labeling.